Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping and slda were due to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and porous leaflets for a mitraclip procedure. A tissue bridge was seen under 3d echocardiogram view. The a3 p3 (anterior and posterior leaflet segments 3) were noted to be very porous and difficult to grasp. The decision was to place the clip more centrally. The a2 p2 leaflets were grasped and mr reduced to grade 2. The clip was deployed. After several heartbeats a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr increased to grade 3-4. Per the physician the slda was due to existing patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.